Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height auxiliary drawer 2.1 was found to have multiple cubies not detected on the bus. All cubie pockets were removed, and those that could not be released via the diagnostics application were manually removed. All rowtray connections, including those at the controller boards, were reseated, and the drawer was reassembled. A field service engineer found half-height auxiliary drawer 4.1 was also not detected on the bus and controller board connections were reseated. The device was then rebooted, and the issues with both drawers were no longer present. However, main drawer 2.1 was still not detected on the bus. All cubie pockets were removed again, and row d required manual removal due to the failure of the force release function in diagnostics. A significant amount of debris was cleared from the drawer. All row tray and controller board connections were reseated. The fse inspected the bus wire for any cut marks and found none. Reseated all bus wire connections and verified that all drawer controller boards were properly lit and functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a cubie failure which was failed to release and not detected on bus. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.